Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages/flat line recording) has been confirmed. Upon evaluation, the cable running from ECG electrode a to ECG electrode b was cut, damaging the red -5 v wire and the orange f-b single wire. The cause of the check belt messages and flat line signal is damage to the red and orange wires. The root cause for the damaged wires cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted zoll customer support to report constant check belt messages. When prompted to download, support reported flat line recordings. The pt was provided with a replacement electrode belt.